Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead dislodged due to the patient experiencing twiddler's syndrome. The lead was explanted and replaced.